Event description:
It was also reported that the right ventricular lead had high/unstable thresholds in both unipolar and bipolar. The lead was capped and replaced.

Event description:
It was reported that the threshold on the right ventricular lead has been increasing since it has been implanted. The ventricular capture management will remain adaptive and patient will be rechecked in one month. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.